Manufacturer narrative:
While the sample was being disinfected and prepared for analysis, a leak was found at the junction of the main line assembled to the red ¿t¿ connector. After further inspection, no other issues were identified. A visual inspection was performed, and a gap was observed in the assembly between the red ¿t¿ connector and the main line. No additional issues were identified in the remaining components of the set. The reported issue was confirmed during the evaluation. Additionally, a picture was received from the customer and a leak at the junction of the main line assembled to the red ¿t¿ connector was confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility¿s patient care technician (pct) reported that a fresenius combiset bloodline leaked thirty minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to for an external blood leak. A fresenius dialyzer was also in use. The blood leak originated from the red connector that is after the blood pump segment of the tubing. No issues were noted during priming. The patient¿s estimated blood loss (ebl) was approximately 30ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s patient care technician (pct) reported that a fresenius combiset bloodline leaked thirty minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to for an external blood leak. A fresenius dialyzer was also in use. The blood leak originated from the red connector that is after the blood pump segment of the tubing. No issues were noted during priming. The patient¿s estimated blood loss (ebl) was approximately 30ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.